Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron integrated sysem built in ultrasonic scaler g139 they allege that module, handpiece and insert get hot. No injury was reported from the alleged event.

Manufacturer narrative:
Efz power supply board shorted. No accessories received for evaluation just the plain module. Shorted power supply pcb causing no unit activation. Replaced with a new g139 DHR review is not required because the product was returned for evaluation and the customer complaint is a known hazard. Customer complaints are monitored during monthly psc meetings. The failure mode mentioned in this complaint is also identified as a potential hazard in the corresponding risk management file. Therefore, no additional action is necessary.